Event description:
The primary reason for the echo was to check the accuracy of the cm sensor. The site did an echo on (B)(6) 2025.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient had an echocardiogram to check the accuracy of the sensor. A backend recalibration was done based on the results of the echocardiogram to update the patient's baseline codes. Merlin.net backend shows that the baseline was increased by 10 mmhg on (B)(6) 2025.

Manufacturer narrative:
The sensor was reviewed and found outside of the tolerance for cm mean using echo. The cause is inconclusive at this time and is under investigation. Per the event description, "the baseline code has now been changed in merlin. Merlin.net backend shows that the baseline was increased by 10 mmhg on (B)(6) 2025." This reported event was investigated for possible inaccurate reading. Based on a backend log analysis, it was confirmed that the sensor was operating within the expected frequency range of 30-37.5-mhz. The sensor was operating at 35.29-mhz, 35.11-mhz, and 35.26-mhz during the review of the applicable reading(s). A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via complaint handling system (epiq) using a search on the batch number. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.